Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b3, b5, d6b, h6 - "f" code.

Event description:
The male patient underwent a revision procedure on (B)(6) 2025, approximately 7 years 6 months post the initial procedure. It was determined there was osteolysis around the glenoid pegs and in the proximal humerus. Everything was removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The devices are not available for return as they were disposed by the customer. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: b2 b3 d1 h3: device not returned h6 the revisions reported may have been the result of prosthesis wear and loosening of the glenoid component. However, this cannot be confirmed and potential contributions from implant positioning and user or patient related considerations to the event could not be assessed since the devices were not returned for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, initial anatomic right shoulder implanted in (B)(6) 2017, has been experiencing increasing pain in their shoulder for the last 3 years. They were contacted by their doctor to hava a CT scan and an appointment to have him look at the issues. The CT scan and the subsequent ultrasound showed excessive wear and loosening of the glenoid, particle build up, and inflammation. The patient is requesting the process to rectify this urgently as the pain and discomfort is becoming unbearable. No images were available. No further information.

Manufacturer narrative:
D10: concomitants: 310-02-50 - equinoxe, humeral head tall, 50mm (beta) 2898516; 300-20-02 - equinox square torque define screw drive kit 4802827; 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 4827395; 300-10-45 - equinoxe replicator plate 4.5mm o/s 4899856; a10012 - gps implant kit v2 5005017074.